Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (embolic stroke, death, and patient condition) cannot be conclusively determined through this investigation. The patient was implanted with heartmate 3 left ventricular assist system, serial number (B)(6), on (B)(6) 2020, and experienced an embolic stroke on (B)(6) 2020. The account believed that the stroke may have been related to impella support or a low flow state from prior to the left ventricular assist system implant date. The patient was not on coumadin at the time of the embolic event and had a subtherapeutic international normalized ratio of 1.0. The stroke was confirmed via a perfusion computerized tomography scan, and the patient had displayed left-sided paralysis after implant when the sedation lightened. The patient also underwent a computerized tomography angiogram with an evacuation of a clot in the right common carotid artery. The patient incurred worsening neuro-vasoplegia that resulted in hypotension and end stage organ failure. The patient ultimately expired on (B)(6) 2020. The account communicated that heartmate 3 left ventricular assist system, serial number (B)(6), was operating as expected and would not be returned for evaluation. The heartmate 3 left ventricular assist system instructions for use (IFU) lists stroke and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section contains information regarding the recommended anticoagulation therapy and international normalized ratio range. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome that the patient expired due to stroke on (B)(6) 2020. No additional information was provided. It was reported that the patient's date of admission was (B)(6) 2020. The type of stroke was embolic. It was reported that the patient had an embolic event from either the impella from which he was supported on prior to lvad or from a low flow state prior to his vad implant. He was not on coumadin at time of embolic event nor therapeutic inr. Inr 1.0. His event was pod 1. A perfusion CT scan was performed. Patient has left sided paralysis when sedation lightened after surgery. Never followed commands. CT angiogram with evacuation of the clot in the right common carotid artery was performed. Sedation lightened. Neuro changes noted. Intervention performed. Massive event. Worsened neuro vasoplegia that caused hypotension and end stage organ dysfunction. This event was not considered to be device related. The vad team reported the device operated as expected. The device will not be returned for evaluation.